Event description:
It was reported that pre-procedure of an extravascular implantable cardioverter defibrillator (ev-ICD) system, the computerized tomography (CT) scan showed that the lungs crossed over the sternum midway up the sternum and towards the top of the sternum as well. The extravascular (ev) lead was tunneled just once with the tunneling tool in which high thresholds were observed using the high voltage side of the device. It was noted that placement difficulty was experienced due to the patient's anatomy, however the operation was completed. One day post-implant, the patient described experiencing chest pain. The patient continued to experience chest pain two days later; therefore, another CT scan was suggested, which revealed a left pleura placement. The ev lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.